Event description:
The notification received for the study indicated that approximately seven months after the index procedure the pt had a repeat carotid revascularization due to in-stent restenosis in the implanted precise stents. Site reporter indicated that prior to the index procedure, the pt had a previous carotid endaterectomy that left some residual stenosis and scar tissue. She indicated that the pt had been compliant with her aspirin and plavix after the index procedure where she received the two precise stents. The restenosis was treated with balloon angioplasty.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-00196. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.